Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. As no device is available for evaluation, no further investigation can be performed. There has been no information to suggest a device malfunction or quality deficiency that may have caused or contributed to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted after an implant duration of 4 days, due to recurrent severe mitral regurgitation. The explanted annuloplasty ring along with the patient's native valve were replaced with an edwards' valve bioprosthesis. The surgeon indicated that the reason for this explant is procedure related, unsuccessful ring repair, and not due to a device malfunction. Operative report indicates, " the left atrium was opened through the waterston groove. This revealed the patient's native mitral valve with repair and annuloplasty. Utilizing sharp dissection, the annuloplasty ring was removed with its sutures. The mitral valve was then resected from the annulus."